Event description:
A contact lens specialist reported that following use of the product a consumer experienced irritated eyes. The consumer went to the doctor, was told to discontinue contact lens wear for two to three weeks, and was diagnosed with "irregular" cornea." The reporter stated that per the consumer, the event recurred, was severe, and was caused by "receiving the wrong lens fluid." Additional info was received from the consumer, who reported that after using the product, he experienced eye burning sensation, red eyes, and eye irritation. He was treated by his doctor, who prescribed eye drops for dryness and referred him to the eye specialist. The eye specialist diagnosed keratitis punctate and dry eyes, and treated the consumer with "emergency contact lenses," and eye drops. The consumer also complained of dry mouth, sore throat and was referred to various specialists who ruled out a possible viral infection, sjorgen's syndrome and sarcoidosis. After the symptoms improved, the consumer reported he wore his contact lenses again and the eye irritation recurred, along with photophobia and he stated he "could not read anything." The consumer also reported he was unable to drive his car, and was diagnosed with a "damaged" cornea by another eye specialist. According to the consumer, he experienced an allergic reaction because the contact lens specialist dispensed the incorrect lens fluid. He stated that approximately three to four yrs ago he experienced an allergic reaction to a contact lens solution, but it was not as severe. The consumer added that because of the event he was unable to perform his job, which requires the use of a computer, "a lot of reading," and he had to work late in the evening and through weekends in order to complete his work. No further info is expected.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received for eval. The unit was approximately half full and the solution had typical color, clarity and odor. No other anomalies observed. Review of the compounding, filling and packaging mfg batch records show them to be acceptable. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. The lot met all release criteria prior to product release. Customer lens care practice could not be confirmed. There were no similar complaints reported in the lot number. (B)(4).